Manufacturer narrative:
The information that provided about date of hospitalization with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they allege insulin pump was under delivering and also insulin pump was not working. Customer were hospitalized due to high blood glucose level on (B)(6) 2020 with blood glucose level was 19 mmol/l. Customer experienced symptoms such as dry mouth, head ache. Customer was treated with insulin drip. Troubleshooting was performed. The insulin pump will not be returned for analysis.